Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an elevated heart rate while at rest. Boston scientific technical services (ts) was contacted and discussed programming options that could be made for optimization. The minute ventilation feature was turned off which resolved the issue. No additional adverse patient effects were reported. The device remains in service.